Manufacturer narrative:
The event unit was returned to applied medical for evaluation. The complainant¿s experience could not be confirmed as functional testing could not be performed as the returned unit had a severely bent shaft. The shaft was disassembled, and no damages were found during inspection of the internal components. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event or confirm that a product malfunction occurred. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level

Event description:
Procedure performed: cholecystectomy. Event description: failure to place the clip on the cystic structure. The clip came out twisted. No consequences for the patient defective product available for analysis. Information received from applied medical representative via email on (B)(6) 2023: there are no pictures available of the clips. The clips were not retained, the clip applier itself was kept. The situation was remedied by using another clip. The event occurred during the cholecystectomy, after the dissection of the cystic duct. It was the first clip to close the cystic duct. There were no other devices involved. The clips scissored, they did not misalign. Patient status: no consequences for the patient. Intervention: use another clip.

Event description:
Procedure performed: cholecystectomy. Event description: failure to place the clip on the cystic structure. The clip came out twisted. No consequences for the patient. Defective product available for analysis. Information received from applied medical representative via email on 14-feb-2023: there are no pictures available of the clips. The clips were not retained, the clip applier itself was kept. The situation was remedied by using another clip. The event occurred during the cholecystectomy, after the dissection of the cystic duct. It was the first clip to close the cystic duct. There were no other devices involved. The clips scissored, they did not misalign. Patient status: no consequences for the patient. Intervention: use another clip.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow up report will be provided following the completion of the investigation.